Event description:
It was observed that during the device evaluation, the subject device exhibited loose and poor connection of the latch; dirt and dried fluids; corroded pins; unstable/ flickering image . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a loose/poor connection latch, dirt and dried fluids, and corroded pins, are causes traced to the unstable/ flickering image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.